Event description:
The article, "transcatheter aortic valve replacement in congenital heart disease", was reviewed. The article presented a case study of a 43-year-old male tetralogy of fallot who underwent 5 total surgeries, 4 of which were sternotomies, and 2 percutaneous interventions. It was reported that on an unknown date, a 33mm unknown biocor valve was implanted for off label tricuspid valve replacement and a 27mm unknown biocor valve was implanted for aortic valve (av) replacement. On an unknown date, the patient presented with triscuspid valve and av prosthetic valve dysfunction and biventricular failure. Transthoracic echocardiography (tte) and transesophageal echocardiography (tee) revealed severe prosthetic aortic regurgitation (ar) and aortic stenosis (as) (peak gradient of 74 mm hg, mean gradient of 34 mm hg, dimensionless index of 0.24), as well as severe tricuspid regurgitation. A decision was made to perform a transcatheter aortic valve-in-valve (viv) procedure with a 26mm edwards sapien s3 valve. The patient also underwent concomitant transcatheter tricuspid valve replacement (ttvr) with an unknown device. The patient's clinical status improved significantly and was accepted for heart and liver transplantation. The article concluded that transcatheter aortic valve replacement (tavr) can be an effective intervention in congenital heart disease (chd) in select clinical scenarios, proving both feasible and safe with good short-term outcomes in this small case series. In high surgical risk, it can be used as a bridge to recovery, future surgery, transplantation, or palliation. There is an important need for large prospective clinical trials of tavr in chd. [The primary and corresponding author was joanna ghobrial, (B)(6)].

Manufacturer narrative:
Literature article attached: transcatheter aortic valve replacement in congenital heart disease. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article,transcatheter aortic valve replacement in congenital heart disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.